Event description:
Info rec'd reports the pt had complained of a burning feeling while recharging. About a month ago recharging became painful. She noticed a "silver dollar pancake" size red area over her implant site. Today it is the size of a quarter. Pt admits she has seen the icon "antenna too hot" several times. Pt was advised to stop recharging and try again when she sees this icon. Pt is using a recharging belt and no shirt between her and the recharger. States if she uses a cotton shirt she doesn't get coupling bars. Pt was advised to try another insr and see if the charging experience changes. The last 5 recharge session statistics show with coupling of 7-8 bars the average antenna temperature to be 36.0-37.2 degrees celsius. Recharge sessions lasted from 95-184 mins. Add'l info has been requested and if rec'd a f/u report will be sent.

Manufacturer narrative:
(B)(4).